Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation caused by an allergic reaction from the adhesive while wearing the pod on the the leg. The patient called physician and was prescribed triamcinolone.